Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of case damage and telemetry failure. The link electronic module (lem) board and the power cord bay were replaced. Analysis also found that the eject button on the personal computer memory card international association (pcmcia) card slot on the media processing unit board had broken loose and the card slot was replaced. (B)(4).

Event description:
It was reported that the programmer had a broken case and telemetry failure. Both the radiofrequency programmer head and the programmer were returned for service. No patient complications have been reported as a result of this event.